Manufacturer narrative:
A partial lead was returned in two segments for analysis. Insulation damage was noted at 31.3-32.1cm from the connector pin consistent with clavicle crush damage. The inner coil was damaged at this location. External abrasion was noted at 7.8-7.9cm and 7.8-8.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that increased pacing lead impedance and no capture were noted. The lead was explanted and replaced.